Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was not in use on patient .

Manufacturer narrative:
(B)(6) 2018. Additional information: failure analysis on the returned motor controller (mc) board, power management (pm) board and blower shows that the original customer complaint was caused by a 12 volt failure. Replacement of u33 on the original mc board s/n (B)(4) corrected the 12 volt failure with this unit. Replacement of l2(lot code: 472) corrected the 12 volt failure with the customer returned pm board. This blower assembly was tested and no failures were identified.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was not in use on patient .